Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for vad-59633 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 30oct2015. Heartmate ii lvas IFU is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook, is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Damage to the outer jacket of the patient¿s driveline was confirmed onsite by an abbott technical services representative. A specific cause for this damage could not conclusively be determined through this evaluation. The account reported that the patient requested an onsite driveline evaluation. An abbott technical services representative evaluated the driveline and found numerous cosmetic tears along the outer jacket. The tears were repaired with rescue tape. The submitted log file was reviewed and was unremarkable. Pump speed remained above the low speed limit for the duration of the log file, and the pump appeared to operate as expected. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-59633, and no further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline had severe external damage. During an on-site evaluation the driveline was found to have numerous tears to the outer jacket, and rescue tape was applied. Review of the log files showed that the driveline is functioning normally, and that the tears are cosmetic only. Continuity testing showed that the driveline is in normal condition. Low supply voltages were shown when the patient is connected to the power module. The patient cable was exchanged. No other unusual events were found in the log files, and the mechanical circulatory support equipment was found to be functioning properly.